Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 name- tandem street-11045 roselle street city- san diego state- ca zip code- 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced an event of infusion set bent cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 27.7 mmol/l and the patient was treated by correction injection via multiple daily injection (mdi). The issue occurred with two infusion sets.